Event description:
Revision surgery - due to the patient falling and the ulna being loose.

Manufacturer narrative:
The reason for this revision surgery was due to the patient falling and the ulna being loose. The length of in-vivo service to the patient was 1.3 years. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and product complaint report history for this product could not be conducted due to no part or lot number being reported. This complaint is deemed to be non-product related. The complaint states the patient fell and the ulna was loose. The complaint investigation is limited in scope since the part associated with this investigation was not returned to djo surgical for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.